Manufacturer narrative:
Per the instructions for use (IFU), endocarditis is a known complication associated with heart valve replacement and bioprosthetic heart valves. Endocarditis may occur early or late after valve replacement and typically results from either seeding of the valve with bacteria at the time of surgery by the operative team, or at a later time by an infection elsewhere in the body. There are multiple redundant manufacturing controls that insure the sterility of the valve as provided to the hospital. In this case, it was reported that approximately six months post transcatheter aortic valve replacement (tavr) procedure, the patient developed streptococcus sanguinis septicemia with endocarditis. According to the literature, streptococcus sanguinis is a gram-positive, non-motile, non-spore forming cocci found in healthy human mouths. This microbe is mostly found in dental plaque, which can then colonize dental cavities. It is also often found in the bloodstream which allows it to inhabit the heart valves causing bacterial endocarditis. As a key agent to infective endocarditis, s. Sanguinis can attach to the bloodstream and damage heart valves. S. Sanguinis may gain entrance to the bloodstream when opportunity presents (dental cleanings and surgeries) and colonize the heart valves, particularly, the mitral and aortic valves, where it is the most common cause of sub-acute bacterial endocarditis. In this case, the physician has indicated that the strep sanguinis septicemia with endocarditis was possibly caused by a tooth infection. No further actions are possible at this time.

Manufacturer narrative:
This patient was randomized to the (B)(4) study with an indication of aortic stenosis. The 26mm sapien valve was successfully implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. Per the report, there was no device malfunction. Medical records for this event are currently pending. Any additional information received for this event, if pertinent, will be submitted within 30 days of receipt.

Event description:
As reported through the (B)(4) study, approximately six months post transaortic valve implant (tavi) procedure the patient developed streptococcus anguinis septicemia with endocarditis. The patient was hospitalized and treated medically.

Manufacturer narrative:
This patient was randomized to the (B)(4) clinical study with an indication of aortic stenosis. The device remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device.